Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter alleged obtaining a result of hi (greater than 33.3 mmol/l) on the mobile system compared back to back with a result of 10.9 mg/dl on an unknown perform a system when testing was performed within 10 minutes. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.